Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episode of non-sustained rv oversensing via remote transmission. Intermittent far-p wave was observed. The patient will continue to be monitored.